Event description:
It was reported the during a pylorus-preserving pancreatoduodenectomy, the device fired malformed staples. Additional sutures completed the procedure. There was no adverse consequence to the patient.